Event description:
Customer reported hospitalization due to high blood glucose and dka. The blood glucose reading was 585 mg/dl. Customer stated that her insulin pump was constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.